Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner 2018-may-11. It was reported a medically significant event had occurred. It was reported there was drainage from the lumbar incision site associated with the previously reported abdomen and lumbar infection. It was specified that the patient had both a (B)(6) and a proteus infection. It was reported the pump had been used to deliver lioresal, at the previously reported dose and concentration (158.9 mcg/day <(>&<)> 500 mcg/ml). On (B)(6)2018, drainage from the lumbar incision site was noted by a home health nurse. On (B)(6)2018, the patient's family brought her to the emergency department (ed) at which point she was admitted to the hospital for a rapid wean of intrathecal baclofen in preparation for the previously reported pump removal due to the previously reported (B)(6) and proteus vulgaris infection (confirmed by incision site aerobic culture on (B)(6)2018); a peripheral blood culture on that date showed no growth. A csf culture obtained on (B)(6)2018 showed no growth. On (B)(6)2018, the previously noted PICC line was placed. On (B)(6)2018, the patient was discharged to home with home health. On (B)(6)2018, the patient completed the treatment with the IV cefepime treatment. The patient¿s medical history included: spastic quadriplegia (functional triplegia with left upper extremity spasming), prematurity at 24 weeks gestational age with grade 3 and 4 intraventricular hemorrhage (ivh), hydrocephalus - status post ventriculoperitoneal (vp) shunt, epilepsy, and multiple orthopedic procedures (lengthening and releases). Concomitant medications included: felbatol (felbamate), omeprazole, loratadine, lamictal (lamotrigine), dantrolene, diazepam, olanzapine, melatonin, eryped (erythromycin ethylsuccinate), miralax (polyethylene glycol), magnesium citrate, fleet enema (sodium phosphates), ibuprofen, tylenol (acetaminophen), depo-provera (medroxyprogesterone acetate), and hydrocortisone.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 500.0 mcg/ml of lioresal at 76.89 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.: evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) and manufacturer representative (rep). It was reported that the hcp called to obtain a return mailer kit to send the affected pump back to the manufacturer. On the same date, the rep called stating that he was contacted via email by email by manufacturer patient specialist on this report date regarding this case. The rep stated that he did not know anything about the case except for the healthcare professional (hcp) telling him the pump was explanted on tuesday (2018 (B)(6)) but thought the explant date could have been monday (2018 (B)(6)) if that was what the healthcare professional stated. No further complications were reported. The device was returned to the manufacturer. It was confirmed the pump was removed on the (B)(6) 2018. It was indicated the pump had been implanted in the patient's right abdomen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 500 mcg/ml concentration at 158.9 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the infection was confirmed. The infection was related to the device. The area of infection was abdomen and lumbar. There were no reported symptoms. Pump explant was scheduled for 3 days after this report date. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider february 01, 2018. It was reported the cause of the infection was (B)(6), and a proteus infection. Actions and interventions taken to resolve the infection included the following; intravenous cefepime was started after the cerebrospinal fluid (csf) cultures had been obtained. The patient had initially been started on intravenous vancomycin and ceftriaxone until the intrathecal baclofen (itb) dose could be titrated down for safe removal of the itb pump. Csf was collected at the time of surgery and antibiotics were changed from vancomycin and ceftriaxone to intravenous cefepime, with a plan for a 14-day course. A peripherally inserted central catheter (PICC) was placed so the antibiotics could be continued at home. It was reported (B)(6) 2018 was the last day of intravenous antibiotics. The patient was to follow-up with the neurosurgery on (B)(6) 2018 to assess the wound. The resolution was not clear yet; however, the patient had not had any recent reports of fevers and was not having difficulty with baclofen withdrawal following removal of the itb pump. The patient's weight was provided.